Event description:
A lead revision was attempted due to oversensing caused by noise. During the procedure, the lead could not be removed; therefore, it was joined with an lv lead. The lead remains implanted.